Manufacturer narrative:
Unknown expiration date. Unknown lot number. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported while using the bd vacutainer® luer-lok¿ access device holder with multiple sample adapter, there were issues with the llad and hemolysis. The customer used the extension set and reports that they think "its making it worse".